Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included major depressive disorder, post-traumatic stress disorder, morbid obesity, parity 2, multiple organ dysfunction syndrome, suicidal tendency, depression, irritability, anhedonia, hypersomnia, fatigue and weight gain. Concomitant products included clonazepam (klonopin), escitalopram oxalate (lexapro), lurasidone hydrochloride (latuda), metformin and valproate semisodium (depakote). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received: incident category updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included major depressive disorder, post-traumatic stress disorder, morbid obesity, parity 2, multiple organ dysfunction syndrome, suicidal tendency, depression, irritability, anhedonia, hypersomnia, fatigue, weight gain, fibroids and uterine leiomyoma. Concomitant products included clonazepam (klonopin), escitalopram oxalate (lexapro), lurasidone hydrochloride (latuda), metformin and valproate semisodium (depakote). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("abnormal bleeding (vaginal"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced urinary tract infection ("urinary tract infection"), post procedural complication ("post removal complications") and genital hemorrhage ("general abnormal bleeding"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal hemorrhage and genital hemorrhage had resolved and the heavy menstrual bleeding, depression, anxiety, urinary tract infection and post procedural complication outcome was unknown. The reporter considered anxiety, depression, genital hemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication, urinary tract infection and vaginal hemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: depression. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-may-2021: medical record received: reporter information and medical record were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included major depressive disorder, post-traumatic stress disorder, morbid obesity, parity 2, multiple organ dysfunction syndrome, suicidal tendency, depression, irritability, anhedonia, hypersomnia, fatigue and weight gain. Concomitant products included clonazepam (klonopin), escitalopram oxalate (lexapro), lurasidone hydrochloride (latuda), metformin and valproate semisodium (depakote). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced urinary tract infection ("urinary tract infection"), post procedural complication ("post removal complications") and genital haemorrhage ("general abnormal bleeding"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and genital haemorrhage had resolved and the menorrhagia, depression, anxiety, urinary tract infection and post procedural complication outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: event urinary tract infection and post removal complications were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.